Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during visual inspection of the pump it was observed that the pump was returned with battery compartment cracks alongside and from the bottom traveling to the bumper. Unrelated to the initial complaint, the pump was opened and there was evidence of moisture found inside the battery compartment but not inside of the pump. A leak test was performed and failed due to cracks in the battery compartment. Also unrelated to the initial complaint, the investigation revealed that the threads on the battery compartment and on the battery cap were stripped. A test battery cap was used for testing and was able to secure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.